Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2010. It was reported that both the recharge burden and recharge time for her ipg has increased. It was recommended that the patient monitor the ipg charge level via the programmer to ensure that all components of her scs system are functioning properly. No further information is available. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.